Event description:
Following recreational activities, the patient presented to the physician with movement of the ipg within the pocket, causing discomfort. Upon examination, it was noted the ipg had turned sideways in the chest pocket, posing a potential risk of injury. Physician brought the patient into the operating room, re-sutured the ipg, and closed. The revision surgery addressed the risk, and the issue is now resolved.